Event description:
The report indicated that the customer experienced high bgs (293-494mg/dl) throughout the day before the pod eventually initiated an occlusion alarm. Both a kink and the presence of blood were seen in the cannula. The pod was removed and replaced, which was successful in lowering her bgs. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.